Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/9/2020. H.6. Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples (if applicable). The batch history records were reviewed and no discrepancies were noted. Functional analysis of retention materials met acceptance criteria. The returned samples were expired and testing could not be performed. Quality was unable to duplicate the customers reported failure mode. Complaint trending review reveals a trend in customer complaints related to false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. Although the investigation was not confirmed, based on the complaint trend, a corrective and preventive action (CAPA) was initiated (1878253) to determine root cause(s). Bd point of care will continue to closely monitor for trends associated with false positive or discrepant results when using the kit bd veritor for rapid detection of sars-cov-2. There was no corrective action taken at this time.

Event description:
It was reported while testing for sars cov-2 seven (7) false positive results were obtained. Repeat tests were performed using pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore was used off label. There was no indication that results were reported out. Patients were placed under transmission-based precautions/quarantined until pcr results were obtained. Eua(B)(4).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 seven (7) false positive results were obtained. Repeat tests were performed using pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore was used off label. There was no indication that results were reported out. Patients were placed under transmission-based precautions/quarantined until pcr results were obtained. Eua (B)(4).